Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold. While attempting device repositioning. Its helix was stuck in tissue and became sprung as a result. The device was retrieved, and its implant aborted. There were no patient consequences.